Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent fluoroscopic placement of a cook frederick-miller feeding tube. Placement was confirmed with barium injection. The device began to leak water when the tube was being rinsed. The tube was removed and another placed during the same procedure. There are no reported adverse patient consequences. The device is not available for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, device history record, specifications of the device was conducted during the investigation. The complaint device was not returned, and so a physical examination could not be performed. A search of the manufacturer's database revealed this to be the only reported complaint associated to the complaint lot number 7551803. The device history record was reviewed and no non-conformances were noted. The device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the information provided, the actual root cause is unknown and so no conclusion can be drawn. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
Additional information: received voluntary medwatch from user facility: (B)(4) to accompany complaint. This was inadvertently not attached to previously submitted mdrs.

Event description:
Per the user facility voluntary medwatch report, the connection between the white hub and the red syringe port was leaking at the time of the event.